Event description:
It was reported that when the guidewire was wiped down "has less particles than the telfa gauze pad". Another of the same device was used to complete the procedure without any pt complications.

Manufacturer narrative:
Date of event is unk.